Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported activation failure including expansion failures (inflation issues) was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported activation failure including expansion failures (inflation issues); however, factors that may contribute to activation failure including expansion failures (inflation issues) include, but are not limited to, inflation technique, contrast concentration, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. In this case, it is possible that there was an inadequate connection with the indeflator during inflation/deployment, causing the reported activation failure including expansion failures (inflation problem); however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified circumflex artery. Two guide wires were advanced without issue. Pre-dilatation was performed in the marginal branch with a 2x12mm balloon catheter. An attempt was made to release a 2.0x23mm xience alpine stent at the marginal branch, but the stent completely failed to deploy. The device was simply removed. Another non-abbott stent (same size) was released at 20 atmospheres in the lesion of the circumflex coronary artery. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.